Manufacturer narrative:
Concomitant products: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2017, product type: catheter. Product ID: 8840, product type: programmer, physician.

Event description:
Information was received from a healthcare provider (hcp) via a distributor regarding a patient who received gabalon baclofen (unknown concentration and dose) in an implantable pump parkinson's disease. On (B)(6) 2017 around 22:00, the dosage was changed. The dosage was intended to be 40mcg/day, but was programmed for 40mcg/hour. Approximately 10 hours after the dosage was changed, the patient was sleeping. The issue was thought to be likely due to the effect of the drug. On (B)(6) 2017, aspiration of approximately 20-30ml of cerebrospinal fluid from the catheter access port and programming to minimum rate mode was to be performed. The patient was going to be followed up. The patient awoke on (B)(6) 2017 and patient could not remember the most recent things. The patient experienced a overdosage with a date of incidence as (B)(6) 2017. The event was thought to be in remission as of (B)(6) 2017. The causality was thought to be due to the drug. The patient also experienced a defect of memory and the outcome was reported as recovered as of (B)(6) 2017. On that date, the drug dose was changed from minimum rate to 30mcg/day. After that, the symptoms of delirium (such as gap in conversation or state of being unable to distinguish reality from dream) were observed. This was considered non-serious in severity and was unrecovered as of (B)(6) 2017. On (B)(6) 2017, the drug dose was changed to the minimum of 24mcg/day and the patient would be followed up. The causality was thought to be due to the drug and surgical procedure. The physician assessment indicated the patient's primary disease was parkinson's disease and the delirium was a side effect of the dopamine replacement therapy. The relationship between the adverse event and the drug was unknown. However, it was the physician's impression the delirium had been observed since the drug dose change to 30mcg/day, but it was not observed before the overdosage. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a foreign healthcare provider (hcp) indicated the overdose was considered to be recovering as of (B)(6) 2017. The experienced delirium was considered resolved as of (B)(6) 2017. It was diagnosed that the delirium resolved in (B)(6) 2017. The drug dosage was gradually increased to the original dose of 50mcg/day without any problems. Spasticity control also became favorable.